Manufacturer narrative:
A loose connection between the transfer set and patient line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The alarm occurred during drain two of six. The patient was connected. During troubleshooting, it was discovered that the patient line was not securely connected to the transfer set, resulting in a disconnection and fluid leak. The leak stopped when the connection was tightened. The technical service representative assisted in ending therapy and reviewed proper procedures per user manual. There was no serious injury or medical intervention reported.